Manufacturer narrative:
(B)(4). Batch #: u5fc8e. (B)(4). Additional information was requested, and the following was received: did any pieces fall into the patient? No will all pieces be returned with the device? Yes if no, were they discarded? Yes did the device lock out and would not work? The knob you push to staple would not move forward. It worked on the firing before this, after the reload had broke. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tct10 device was received with no apparent damaged and with a reload loaded in the device and a reload c present with its fork inside of a plastic bag. The reload b had the proximal 7 drivers up without staples, and the remaining drivers down with staples present. The returned reload b had the swing tab in the locked position. The reload c 117a97, was received unfired with the left fork broken off and with the swing tab broken-missing making the reload non functional. The reload b was reset and the device was tested for functionality with the returned reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. The damage on the reload has consisted of an improper loading technique causing the damage to the swing tab and the forks not allowing the device to fire. Please reference the instruction for use for proper cartridge loading and more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a right colectomy procedure, reload of the device broke. Another reload was put in and the button to fire device would not move forward. A second like device was used to complete the case. There were no patient consequences reported.